Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that following a battery replacement, the device smoked and had a smell. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The technician ran the device for about 5 minutes, and no issues were found. The customer was advised to do a visual inspection inside the unit. If no issue is found, the customer was advised to run the device with a test lung for a day and complete a performance verification test.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.